Event description:
It was reported that removal difficulty was encountered. The stenosed target lesion was located in the internal carotid artery. A 10.0-37 carotid wallstent was advanced for treatment. However, during the procedure, that the last section of the stent could not be pushed out and could not be withdrawn. The whole stent was pulled out of the long sheath, and the last section got stuck. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).e1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that removal difficulty was encountered. The stenosed target lesion was located in the internal carotid artery. A 10.0-37 carotid wallstent was advanced for treatment. However, during the procedure, that the last section of the stent could not be pushed out and could not be withdrawn. The whole stent was pulled out of the long sheath, and the last section got stuck. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. After 2/3 of the stent was deployed, it got stuck and could neither be deployed nor withdrawn. The stent could not be re-constrained at all, and so the device was withdrawn into a guide catheter and removed from the patient as a whole.

Event description:
It was reported that that removal difficulty was encountered. The stenosed target lesion was located in the internal carotid artery. A 10.0-37 carotid wallstent was advanced for treatment. However, during the procedure, that the last section of the stent could not be pushed out and could not be withdrawn. The whole stent was pulled out of the long sheath, and the last section got stuck. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. After 2/3 of the stent was deployed, it got stuck and could neither be deployed nor withdrawn. The stent could not be re-constrained at all, and so the device was withdrawn into a guide catheter and removed from the patient as a whole.

Manufacturer narrative:
Device evaluated by MFR: a carotid wallstent monorail 10.0-37 was received for analysis. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile inspection identified a complete break of the outer sheath located at the main t-valve. The outer sheath also had accordion damage at more than one location. A visual and tactile examination identified no issues with the tip of the device. The sheath buckling, and separation noted during device analysis most probably occurred due to an interaction between the user and the device (unintended), and most probably occurred due to excessive force being applied when attempting to deploy the stent. (B)(6).